Manufacturer narrative:
The field report contamination blood in the lead was confirmed. As received, a complete lead was returned in one piece for analysis. A visual inspection found body fluids and blood inside the outer insulation throughout entire lead body. A cut was noted to the outer insulation at the proximal region of the lead consistent with procedural damage. Part of the outer insulation was also revealed to be twisted at the distal region of the lead. Destructive analysis was performed, and visual inspection no anomalies were observed in regard to the inner insulation. The cause of the reported event could not be determined. Electrical testing revealed no indication of conductor fractures or internal shorts.

Event description:
It was reported that the right ventricular (rv) lead was explanted and replaced as the physician was not comfortable with the look or feel of the lead. During the explant procedure, the lead was discolored and blood was observed in the lead. The patient was in stable condition following the procedure.